Event description:
It was reported that this event occurred in the intensive care unit. The insertion site was the subclavian vein of a female patient. During insertion, the guide wire bent. As a result, a new kit was opened and placed successfully. There was no reported delay in treatment. There were no reported patient injuries, complications, or death.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.